Event description:
The clinician reports the implant was inserted (B)(6) 2007 in ada 14. Details of surgery: ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.